Event description:
It was reported that the day after implant, the right ventricular (rv) lead had t-wave oversensing resulting in pacing inhibition. The rv lead sensitivity was reprogrammed, which resolved the t-wave oversensing. The rv lead remains in use. It was further reported that the patient was symptomatic with slow heart rates. There was t-wave oversensing (twos) in both a true bipolar and integrated bipolar setting, which created a symptomatic 2:1 heart block pattern for the patient. Reprogramming the device did not resolve the situation. The device was explanted and replaced by another device that the physician felt had filtering that was less likely to see the t wave and respond with pacing inhibition. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947m implantable tachy lead (B)(6) 2012; 1688tc competitor implantable pacing lead, (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.